Event description:
It was reported that the pump malfunctioned "a while back". The pump was replaced and it was noted that the new one "worked perfectly". The drug in the pump was not known.

Manufacturer narrative:
(B)(4).